Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and repaired at the service center. Per operational and diagnostic analysis did not confirm the reported issue (pressure too high). All pressure test and pressure security test reading are normal. However, the repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. Given the information provided, we cannot discern a definitive root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06-11-2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that when turning pressure to 110 on the fms vue pump, it would blow up the shoulder. They reduced the pressure to 80 and it still appeared to be higher than 110. They were able to complete the case with the unit with no patient harm or surgical delay to the case. Additional information received from the affiliate reported the pump pressure was decreased as an intervention. It was also reported the patient suffered no consequence due to this event and is well.